Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned vascular non-emergency treatment procedure was completed as planned after restarting the system. A philips remote service engineer (rse) performed troubleshooting remotely, analyzed the logfile and identified an intermittent geometry issue. After a re-occurrence of the issue the rse, together with the hospital biomedical engineer solved the issue by performing the bodyguard sensor calibration. The stand moved normally, and the error message disappeared. Analysis of the log file confirmed the geometry movement unavailable malfunction. After the performed bodyguard sensor calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.